Manufacturer narrative:
Pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window. Insulin pump received with missing segments due to cracked lcd zebra connector. No crack found on screen or display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen and case were cracked. Drive support cap were not damaged. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The information provided for date of this report in the initial medwatch report was incorrect. The correct information has been provided with this report.